Manufacturer narrative:
Information indicates this device is currently in the possession of the boston scientific representative. This investigation will be updated should further information be provided. 10/31/2021: upon receipt at our post market quality assurance laboratory, visual inspection of the returned device noted that the device was returned in the box with all the seals intact. Memory review noted a class ii system fault for a memory soc double bit error which subsequently put the device into safety mode. There were no other fault codes noted. The device memory was corrected by installing new firmware. The device was then put through a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. The device passed all the automated electrical testing. The cause of the memory corruption is unknown.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was interrogated while at pre-implant status and was found to be in safety mode. Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) to not implant this device and to return it to boston scientific for analysis. No patient involvement was reported.

Manufacturer narrative:
Information indicates this device is currently in the possession of the boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was interrogated while at pre-implant status and was found to be in safety mode. Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) to not implant this device and to return it to boston scientific for analysis. No patient involvement was reported.